Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.